Event description:
It was reported when the device was used during lobectomy procedure, it fired an incomplete staple line which resulted in bleeding. Consequently, the case was converted to an open procedure to control the bleeding. The pt was given four units of blood and the hosp stay was extended by an additional four days. Pt has been discharged home without any further complications.